Event description:
The patient's death was reported. No additional information could be obtained. Therefore, device contribution could not be ruled out. It was noted that the manufacturer's device registry indicated the patient had not had any procedures related to the device since 2010 (B)(6). Also, the date of death was unknown.

Manufacturer narrative:
Product ID 7482a40, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type extension, product ID 3550-09, lot# unknown, serial#, implanted: explanted: product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the neurostimulator found that the battery was not in new condition but no significant anomaly. Analysis found a cut through (product segmented) in the body of the extension but no significant anomaly. Analysis of the plug found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.